Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of lot-specific similar complaints identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The off-label use was due to the mitraclip device being used on the tricuspid valve. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to the off-label use. The poor image resolution was due to procedural conditions. The tricuspid regurgitation (tr) appears to be a cascading event of the slda. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3-4. It was noted that imaging was poor due to the procedure being performed in the tricuspid valve. The first xtw was inserted and successfully deployed. However, shortly after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, another xtw was inserted. The clip was successfully deployed on the same leaflets and on the commissure side of the implanted clip. However, after a couple minutes, the clip detached from the anterior leaflet and remained attached to the septal leaflet (slda). Due to the two slda, the physician decided to discontinue the procedure. Tr remained at a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.